Manufacturer narrative:
Technical evaluation: the catheter shows a flattening, approximately 0.3cm long, and 12.5cm from the distal tip. There are several other flattened spots between this point and the distal tip with the largest being 0.7 cm from the tip. A 0.053" mandrel passes easily through the catheter. A 0.070" mandrel introduced into the distal end stops 1cm from the distal tip and when introduced into the lure fitting, stops 27cm from the hub. The incident is confirmed as reported. The initial report noted that the physician tried to insert the catheter without using the included peel-away sheath. Failure to use this sheath makes damaging the distal tip during insertion more probable. The DHR of this manufacturing lot has been reviewed. This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l16176). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
The physician attempted to advance the neuron 070 through a 6f sheath. The neuron would not go through the sheath when it reached the junction between the stiff and flexible region of the neuron. The penumbra sales representative advised the physician to use the peel-away sheath provided with the neuron when introducing the catheter in the future.